Event description:
Litigation alleges that the asr right hip implant caused painful and permanent injuries in the patient. Litigation further alleges that the patient experienced excessive levels of chromium and cobalt. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and high ion levels. Dor: (B)(6) 2012. Update: ((B)(6) 2012) - patient fact sheet was received. The side has been updated. There is no new information that would change the outcome of the investigation. (Left side). Update: (B)(6) 2013 - patient's operative records were received. Records indicate the patient upon revision cloudy fluid, inflammation, gray fibrinous material, and little corrosion was found in the joint space. The stem and sleeve are being added to the complaint and the complaint re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.